Event description:
It was reported that pump touchscreen was unresponsive. No information was received regarding impact to customer¿s blood glucose level. Customer declined troubleshooting, no corrective actions were taken, and no further support or follow-up was documented.